Event description:
It was reported that the procedure was to treat a bleeding aneurysm in the saphenous vein graft (svg) to the obtuse marginal. The 3.5 x 19 mm graftmaster was implanted, but the aneurysm was not fully sealed; therefore, the 3.5 x 26 mm graftmaster was implanted and the aneurysm was sealed successfully. The patient had a good result and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for a stent graft leak reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.